Manufacturer narrative:
(B)(4). Excessive. Halos, glare.

Event description:
The rptr stated the surgeon implanted a 12.5mm (B)(4) implantable collamer lens on (B)(6) 2010 in pt's right eye. The lens was explanted on (B)(6) 2011 due to excessive vaulting. The pt experienced glare and halos. The lens was exchanged for a shorter lens. Pt's last visit on (B)(6) 2011, bcva was 20/20.